Event description:
The customer reported a touch screen had a blank spot during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse) and confirmed the reported issue. The customer replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.